Manufacturer narrative:
Emv hp;cable,conn/gun cable open no powder flow due to a blockage in the handpiece cable. Flattened pinch tube restricting air/powder flow, no powder flow due to a clogged l/j-nozzle. Debris buildup in the water solenoid, debris buildup in the water filter. Cabinet is cracked. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No handpiece, foot pedal received for evaluation.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron jet plus g137 they allege that the inserts are heating up and there is water only no power.